Event description:
The complaint was reported as: the customer alleges that the micro mist did not generate a mist during use. No report of a pt injury.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) of nl batch number 02l1200432 has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. Any non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation, it is necessary to evaluate the sample involved in the incident. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. However, current production was verified to identify any issue that can be lead to the reported defect and no issues were found.